Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had some potential infection from healing issues at the ipg site and the patient was admitted at the hospital. There was pus from the site that might be an infection but infection was not confirmed and the issue was not device related. The patient was prescribed a round of antibiotics and underwent a revision procedure wherein the pocket site was cleaned and the ipg was relocated. The patient was reportedly doing well postoperatively and the incisions were healing well.